Event description:
Reporting status: serious injury - medical interventions. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that nearly one year post coronary stenting procedure in left circumflex artery with two xience stents, the patient experienced angina. An elective angiogram found in-stent restenosis in one of the index procedure stents that was treated with additional stenting on (B) (6) 2009. The index procedure xience v stents were implanted on (B) (6) 2008. No additional event or patient information is available.

Manufacturer narrative:
(B) (4): in this case, there was no reported patient deficiency. Angina and restenosis are known adverse events as listed in the instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, of labeling.